Event description:
It was reported that resistance was met as the balloon catheter was advanced over the guide wire. The balloon catheter and guide wire were removed together as a unit. The balloon catheter was used with a second guide wire to successfully complete the procedure. This event is being reported due to investigational findings.